Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced an infusion set tubing detachment event on (B)(6) 2024. Tubing was detached from connector. The set was in use for four hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.